Event description:
It was reported that a piece of the tip of the unit was shaved off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An eye loupe and camera were used to determine the scope has fiber and outer tube damage. Also, the distal tip has a piece of tip shaved off. The root cause was traced to be that the damages occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the tip of the unit was shaved off.

Manufacturer narrative:
Additional information will be provided once the investigations has been completed.